Event description:
On 30-apr-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 main pump tubing was not sealed, causing the flow to increase to 300 ml/min. This was discovered during a knee arthroscopy procedure with no patient harm. The case was completed successfully with another device. Additional information provided 12-may-2026: it was further reported that the arthroscopy pump used during the procedure was identified as part number ar-6480, serial number: (B)(6). The pump settings at the time of the event were recorded and were reported to be 25% pressure. The device used to complete the procedure was also identified as ar-6410 tubing. A clamp/pressure test was performed prior to use of the tubing, as is standard practice before each surgery. No alarms or error messages were reported before or during the event; however, it was reported that the pressure increased on its own up to a range of 120¿200. The neoprene sleeve did not flatten or compress. No extravasation or overpressure occurred and there were no delays during the procedure with no additional anesthesia being administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.